Manufacturer narrative:
(B)(4). According to the field, the rv lead will not be returned for analysis. At this point our investigation is complete. This report will be updated should additional information be provided.

Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead was oversensing noise leading to the delivery on two inappropriate shocks. Further investigation revealed that the rv lead had dislodged. Surgical intervention was performed and the rv lead was successfully explanted and replaced. No adverse patient effects were reported.